Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support arranged for the replacement of the pump, instructed the customer to put the faulty pump into storage mode, and provided a return box with a pre-paid label for returning the malfunctioning pump within 10 days. The customer acknowledged understanding the process and planned to use an alternate insulin delivery method to ensure uninterrupted therapy.